Manufacturer narrative:
Device received with unresponsive buttons due to corroded keypad connector and corroded electronic assemblies. Unable to perform displacement test, rewind, prime or seating, basic occlusion test, force sensor test, occlusion test, and self test or verify pump error 130 due to unresponsive keypad. Motor was tested outside device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms and keypad anomaly. Customer was unable to clear the alarm. Customer stated that numbers were not ramping on their own and the scroll bar was not moving with no input. Customer also stated that there was no response from any button. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.